Event description:
Uss ii polyaxial screw holder shaft cracked and broke off. All parts were retrieved.

Manufacturer narrative:
Device used for treatment and not diagnosis. Uss ii shaft has been cracked when received. Our investigations have shown that the returned instrument is an older version which has been produced in 2005 and met the specification at that time. The article history has also shown, that the design of this particular instrument had been enhanced at the end of 2007. We do suppose that the breakage was caused due to exceeding torsional force over the years. No product fault was detected.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.